Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not hear the patient alarm and the patient passed away.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that "the customer reported that they did not hear the patient alarm and the patient passed away." The following functional tests and communications were performed: a philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The customer stated that the patient passed away because the staff did not hear the audible tone of the alarm. The issue occurred on (B)(6) 2024 between 12 am and 4 am. The customer did not have any patient details or specifics of the alarm. There was no audio from the speakers and the biomed said that the sound output was set to the monitor instead of the external speaker in the control panel. The customer would like to know, after reboot, why it defaulted to the pc speaker. A good faith effort (gfe) was made to obtain additional information and in response it was confirmed that the patient was on tele47. The issue was escalated to the technical investigation (tc) team for further investigation and the results of the escalation findings conclude that the default audio was set to minimum two instead of four. A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the audit logs provided by the customer. The results of audit log analysis are as follows: there were red alarms played on the pic ed_survc5 host at 03:09 and 03:11 on february 11. The ventricular tachycardia (v-tach) alarm sounded, then it stopped because the higher alarm sounded for ventricular fibrillation/ tachycardia (vent fib/tach). Then that was stopped because the patient went asystole. However, there were electrocardiograms (ECG) that cannot be analyzed after at 03:11 and then the ECG leads off were generated at 03:12. The alarm was still being played when this occurred. When alarms are generated, that ECG cannot be analyzed, it means that the patient could be out of the access point (ap) range for the tele device to give a proper reading. The ECG leads off that occurred on 03:12 could mean that the leads fell off the patient or from the device and it cannot be analyzed, which could lead to that event at 03:11. Based on the finding, it was concluded that the device is working as intended and there does not seem to be an issue with the piic ix. A philips field service engineer (fse) went to the customer¿s site to resolve the reported issue. The fse informed that the hospital staff confirmed there was a visual alarm on the device. The fse confirmed that the customer set the sound output to external speaker to resolve the reported issue. Based on this information, the cause of no volume being produced at the pic speakers was related to incorrect settings being chosen for the replacement speakers. Based on the information available and the testing conducted, the cause of the reported problem of no volume being produced at the pic speakers was related to incorrect settings being chosen for the replacement speakers. The reported problem was confirmed. A clinical harm review was performed by a post market surveillance (pms) clinical expert and concluded that this event is assessed as related to use error. The information received indicated the customer replaced the displays approximately two months ago; however, the displays were not provided or installed by philips. The sound output was set to monitor and not speaker in the control panel. The default audio was also set to a minimum of 2 but was supposed to be 4. Based on this information, the cause of no volume being produced at the pic speakers was related to incorrect settings being chosen for the replacement speakers, which can be considered use error. No further action is required. The field service engineer (fse) confirmed that the customer set sound output to external speaker to resolve the reported issue.